Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The distal augment trials broke. Both posts sheered off.

Manufacturer narrative:
Examination of the submitted device confirmed the post has broken off the trial body. Evidence suggests attempts were made to remove the augment trial from the femoral component before the augment post was entirely removed from the femoral component. The root cause is attributed to suspected misuse. Based on the determination of misuse as the root cause and the low frequency of reported events, no corrective action is being pursued. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.